Event description:
It was reported that the programmer port is not functioning properly. The cord attachment for the radiofrequency programmer head must be manipulated at the port in order to attain telemetry with the head. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency programmer head connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. Analysis also found that the lower case was cracked by the handle and that the system fan and power supply fans were noisy, all were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).